Event description:
It was reported that the surgeon was inserting the screws and the tip of the first 80-0728 broke. He continued with the surgery and the second 80-0728 available broke too. The surgery was finished using the 80-0758 driver from the frag-loc set. It was reported that there is a possible retention of a small/micro fragment of the drivers inside the patient. Delay in surgery was 10 minutes.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause of this complaint with the drivers has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if additional information becomes available. There are 6 total reports for this event. All 6 related numbers (including this report) are as follows: 3025141-2025-00578, 3025141-2025-00579, 3025141-2025-00580, 3025141-2025-00581, 3025141-2025-00582, and 3025141-2025-00583.